Event description:
It was reported that the patient care manager stated the hemostar patient was in emergency with air embolus and hemostar catheter had fallen out of patient. The hemostar cuff remained in situ.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.